Event description:
The user facility reported that the involved tr band self-deflated upon application. Case was a left heart catheterization (lhc). No injury reported. Patient condition was stable. The event occurred post-treatment. The patient was not injured, medical or surgical intervention was not required. The procedure outcome was completed with a new tr band. Additional information was received on (B)(6) 2023: hemostasis was completed with manual pressure at the access site, initially reported in error as a second band used. 18 ml's of air was injected into the tr band when it was applied per protocol. Tr ban was noted to lose air immediately. No blood loss was reported. There was no noticeable damage to the device.

Manufacturer narrative:
E3: occupation: assistant lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for deflation issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).